Event description:
It was reported that the entire device system was replaced. It was indicated that there was a catheter kink at the catheter tip. The tip of the catheter was cut and sent for testing. The pump was electively replaced because it had 1.5 years left. The catheter was revised and the pump was explanted. There were no patient symptoms related to this event. At the time of this report the patient was alive and without injury. The drug delivered via pump was baclofen. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# unknown, explanted: (B)(6) 2012. Product type: catheter. (B)(4).